Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently bleed back was noted. The tubing sets were being used to deliver unspecified concentrations of adenosine. After unspecified lengths of time in use, it was reported that solution leaked from the clave port and unspecified volumes of blood was noted backing up in the tubing sets. The tubing sets were replaced and the procedures were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.